Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. Please see updates to g2, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the lubricant was not applied properly and some foreign materials remained because the reprocessing was not performed according to the instruction manual. The final root cause of this event could not be determined. The following is included in the instructions for use: ¿before use, confirm that the distal tip of the forceps is not corroded, dented or discolored, and that the cups can be opened and closed smoothly. Using forceps that are damaged or not working properly may result in one or more of its components falling off inside the patient. If a component falls off the distal end, or if operation of the cups suddenly becomes more difficult, immediately stop the procedure. Carefully withdraw the forceps together with the endoscope to avoid causing injury within the body cavity. Retrieve any parts that have fallen off inside the patient using another grasping forceps. Reprocess the instrument immediately after use by immersing it in a neutral, low-foaming, medical-grade detergent solution, then following the cleaning and sterilization procedures in this chapter. Failure to reprocess the instrument immediately after use, or using another type of detergent may cause corrosion at the instrument¿s distal end. This could cause components to fall off during use and may interfere with operation of the cups. Lubrication: 1. Immerse the insertion portion in the lubricant for 2 to 3 seconds. 2. Remove the instrument from the lubricant. 3. Operate the slider to open and close the cups two or three times. 4. Wipe the exterior of the instrument with a clean, dry lint-free cloth and allow the instrument to air dry.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device were no abnormalities in the external eye of the insertion part and when the slider was operated, the cup could be opened and closed, but there was a feeling of resistance. Foreign matter was adhered to the linkage mechanism and after applying lubricant to the tip of the insert, the cup opened and closed smoothly. There were no other abnormalities that could have led to the problem described. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the biopsy forceps exhibited slow cup movement. Upon inspection and testing of the customer returned device, foreign material was found adhered to the linkage mechanism due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event. Additional information received that after cleaning/sterilizing, the actual product was stored for use in the next case and because the previous case did not work well, the customer checked the operation of the cup, and discovered the reported issue.